Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h10: the wallflex biliary stent was received for analysis. The delivery system was not returned for analysis. Visual inspection found no damage to the returned stent. Media analysis of the photo provided found the stent inside the patient, and no damages were noted related to the retrieval loop. No other damages were noted with the stent. Product analysis did not confirm the reported event of stent material deformation. The investigation concluded that the reported complaint could not be confirmed because the stent was returned in good condition and no damages related to the retrieval loop were noted. Also, the device met all the manufacturing requirements, and it passed the visual inspections during the product analysis. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary fully covered stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the retrieval loop was noted to be stretched after stent insertion. The stent was still functional and was left in the patient at the time of the incident. On (B)(6) 2023, the stent was successfully removed from the patient using retrieval forceps. There were no reported patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the stent inside of the patient fully deployed and expanded. A stent retrieval loop appears to be loose and stretched.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation on july 11, 2023, that a wallflex biliary fully covered stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the retrieval loop was noted to be stretched after stent insertion. The stent was still functional and was left in the patient at the time of the incident. On (B)(6), 2023, the stent was successfully removed from the patient using retrieval forceps. There were no reported patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the stent inside of the patient fully deployed and expanded. A stent retrieval loop appears to be loose and stretched.